Event description:
It was reported that the patient complained of ¿shock¿ sensation which were confirmed to be pocket stimulation and diaphragmatic stimulation with lead impedance testing or magnet application. The sensation was repeatable with right ventricular (rv) lead tests. The chronic lead impedance trend was programmed off. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, implantable pulse generator (ipg), (B)(6) 2012; 407645, implantable pacing lead, (B)(6) 2012. (B)(4).